Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 3.2 failed to open and required maintenance. The field service engineer (fse) replaced drawer 3 due to faulty rails and completed testing, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 repeatedly failed to open and required maintenance. The customer attempted to recover the drawer, but it did not recover successfully, and after a third attempt, the station did not register the drawer as open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.